Event description:
Customer called to report that fluid was discovered behind the unicel dxc 880i synchron access clinical system, under the unicel closed tube aliquotter (ucta). Customer was not able to locate the source of the leak. On the following day, the field service engineer (fse) inspected the instrument and found that the float switch for the ucta waste box was loose, causing the box to overflow. The fse primed the ucta 30 times and tested quality controls on the instrument. The fse did not find any evidence of leaking. The fse then verified instrument performance per established procedures to ensure that the services performed effectively resolved the instrument issue. Customer stated that patient samples and results were not affected, and that no one was harmed by or exposed to the instrument issue.

Manufacturer narrative:
The root cause of the instrument issue was due to a loose float switch for the ucta waste box. The issue was resolved after the fse performed the services described. (Note: the beckman coulter, inc. Identifier for this report is (B)(4).)